Manufacturer narrative:
The impella device was returned for evaluation. Upon visual inspection, biomaterial was found wrapped around the impeller. The root cause of the low pump flow was determined to be ingested biomaterial. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted with post-op left ventricular assist device (lvad) was implanted with an impella rp device for mechanical circulatory support. While on support, pump had low flows. The pump was explanted and replaced with protek duo. No patient harm was reported.